Manufacturer narrative:
The insulin pump was received with an unresponsive button due to a flattened dome (no crease). The keypad connector was inspected and no anomalies were noted. There was no cosmetic damage either. (B)(4).

Event description:
The customer reported via phone call that a button on her insulin pump was sometimes unresponsive. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.